Event description:
It was reported that the patient's pacemaker exhibited backup operation during an attempted firmware upgrade. The patient felt pocket stimulation during backup operation. Telemetry issues were noted during the upgrade and the original device firmware was downloaded. The patient symptoms were resolved.